Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring seals did not deploy out of the delivery tube into the aorta and one heartstring seal began to unravel while loading the seal into the delivery tube. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
The pt and device codes were coded by the MFR. The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.